Manufacturer narrative:
(B)(4). Medical product: nexgen stem extension, catalog#: 00598801616, lot#: 62955363. Nexgen stem extension, catalog#: 00598802015, lot#: 63060081. Nexgen tibial augment, catalog#: 00598800310, lot#: 61890936. Nexgen femoral component, catalog#: 00599401391, lot#: 62921321. Nexgen articular surface, catalog#: 00599403012, lot#: 62522947. Nexgen headed screw, catalog#: 00598304048 ,lot#: 63216727. Trabecular metal cone, catalog#: 00545004801, lot#: 62923648. Trabecular metal cone, catalog#: 00545004801, lot#: 62865048. Trabecular distal femoral augment, catalog#: 00549003320, lot#: 63080134. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Remains implanted.

Event description:
It was reported that the patient is experiencing pain, instability and has a failed tibial component after a left total knee arthroplasty.

Manufacturer narrative:
The follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of the provided op notes. Review of operative notes indicate that the patient was revised due to pain, instability and failed left knee. Also, it was discovered that there were significant areas where the cement had not completely bonded to the bone, leading to possible instability/loosening. DHR was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. There are warnings in the package insert that this type of event can occur and risks are addressed in the associated risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.